Manufacturer narrative:
Trackwise # (B)(6). Updated section: g4, g7, h2, h3, h6, h10 the device was returned on (B)(6)2020 . An investigation was conducted on(B)(6)2020 . Signs of clinical use and no evidence of blood was observed. The device was returned inside its plastic protective shell, however the device was removed from the paper sterile barrier. (B)(4) screw was visible in the plastic barrier near the rim of the barrier. The device was removed from the plastic protective shell and inspected. All the screws were accounted for in both the devices a mechanical evaluation was conducted. Each screw in the harvesting handle as well as the cannula was tested for tightness. All the screws were present in both devices and all screws were securely attached to both devices. One (B)(4) screw was removed from the harvesting handle and placed alongside the screw that was observed in the plastic protective shell. The screw that was returned showed no resemblance to the screw that was removed from the harvesting device. No visual defects were observed. Based on the returned condition of the device and the results of the investigation the reported failure "break" was not confirmed, but was confirmed for the analyzed failure "packaging issue" as we are unable to determine when the screw was placed in the plastic protective shell. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, the set screw detach completely from the handle. The screw was laying in the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro (us) vh-3000, the set screw detach completely from the handle. The screw was laying in the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.